Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
A family member reported the patient started to have issues with the pump in (B)(6) 2011. The first revision was in (B)(6) 2011, a few months after the implant. The catheter was not attached to the pump. They were not sure if it was a surgical error or product error. A new pump and catheter were implanted in (B)(6) 2011 at the time of the revision. As far as the family member knew, the catheter was still implanted in the patient, ¿everything was left in the patient¿. When the patient had x-rays they could visually see all the pieces of the catheter. The medication infused was unknown.

Event description:
Additional information received reported the device system was used to deliver baclofen at the time of the event. It was reported the catheter had ¿broke apart¿. Following implant, there was reportedly no change in the patient¿s body; she was still just as rigid. She went in for a refill appointment and the pump was ¿tested¿. It was interrogated and they noticed there was no medication going into the catheter. The ¿cap was on wrong on the pump¿. The reporter¿s notes showed ¿the doctors stated he felt the cap attached to the pump and the catheter was on wrong and would not let the medication through¿. It was reported two other health care provider¿s (hcp) agreed with the hcp¿s statement about the catheter not being in the right position from the ¿(B)(6) 2011 procedure¿. It was reported that the hcp was ¿very nervous¿ to do the patient¿s first two surgeries and that initially he didn¿t want to do the surgery to begin with. The hcp had told the reporter that every time his pager went off after the patient¿s surgery he thought it would be about ¿(B)(6)¿ the patient. The reporter was a poor historian regarding the timeframes of the patient¿s events and the reported event timelines did not correlate with the device manufacturer¿s implant registry system. No further information regarding the event was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).